Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a l4-s1 spinal fusion, a two millimeter anterior imprecision was observed when placing the fourth screw in the procedure. For the remaining three screws, the surgeon continued to utilize the imaging system and navigation system. A post operative image acquisition found that the screw placement was sufficient. It was noted that the reference frame was placed on the t4-t5 vertebrae, about fifteen inches from the surgical field. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.